Event description:
The customer reported that the insulin pump was not alerting her when the blood glucose was low. The customer's blood glucose went down to 14mg/dl and the paramedics were called at her house; they treated her with an insulin drip. The caller mentioned that the insulin pump was not vibrating when she pressed the activate button after using the up arrow to set an easy bolus amount. Performed the self test and the device did not vibrate. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All operating currents were within specifications. However, the unit was unable to vibrate. Unable to determine root cause due to the pump preservation.